Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant medical products: 1898200t: microdebrider 1898200t igs m4 510k: k041413 erl. (B)(4). Product evaluation: no analysis results available. Devices will not be returned for evaluation. Method: no testing methods performed.

Event description:
It was reported to medtronic that a physician was notified by a colleague, that sometime within the past 10 years the following account occurred when a microdebrider was being used with the tricut blade: a ¿patient experienced a hemorrhage after biopsies were taken and microdebrider was used for laryngeal obstruction for what was found to be invasive fungal laryngitis with extensive neovascularization.¿ the doctor has confirmed that no additional information is available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.